Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the errors 23138 and 23008 were found indicating hall, chipencoder virtual absolute (cva) fault on the usm yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle testing and yaw back electromotive force (emf) calibration were found to be failing on the yaw axis. Once testing was completed, the yaw cva and yaw searchlight cable were applied behavior analysis (aba) tested and was verified to be the source of the fault. The probable root cause is attributed to sensor issues resulted from faulty yaw motor module and yaw searchlight cable located within usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to errors 23118 and 23008. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure that errors 23118 and 23008 occurred. The intuitive tech support engineer (tse) found errors 23118 and 23008 against universal surgical manipulator (usm1) axis1. The customer restarted the system after resetting the patient side cart's (psc) circuit breaker, but the same issue occurred. The surgeon continued the procedure using three usms with no report of patient injury.